Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level event on (B)(6) 2026, as the customer stated that he did not cycle the cartridge prior to filling with insulin which could lead to occlusion. The patient was treated with correction injection via mdi (manual daily injection).